Event description:
It was reported on (B)(6) 2014, the patient saw an elective replacement indicator (eri) message and stopped feeling stimulation. The patient believed their system was not working because even when it was ¿working¿ they could not feel stimulation. All the issues began on (B)(6) 2014. The patient was going to reach out to their health care provider (hcp).

Event description:
It was reported that the patient received assistance from their doctor or a manufacturer representative on (B)(4) 2014 and their concerns with their device or therapy were resolved. The patient's battery had reached end of life (eol) and was replaced. The patient was doing great at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).